Manufacturer narrative:
The pump was not returned for investigation. According to the clinical details, the pump was replaced after the observed leak from the sidearm yellow luer. The cause of the purge leak was most likely sidearm yellow luer damage, based on given clinical details, however no product was returned so the exact location of the leak from the luer or how the damage occurred cannot be determined. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was placed in a female patient for mechanical circulatory support. It was reported that the pump had leakage at the yellow luer junction due to the broken purge arm. The pump was replaced. There was no patient harm reported.